Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis the clinical observations can not be confirmed.

Event description:
Boston scientific received information that during a follow up high thresholds were noted on this left ventricular (lv) lead. A possible lead dislodgment was suspected when an x-ray was performed. Repositioning the lv lead was not successful as the lead would not stay in place. A new lead was used while the explanted lead was discarded. No adverse patient effects were reported.